Manufacturer narrative:
Additional information was received from the field indicating the implant procedure was completed without complication. A chest x-ray had been completed after the procedure which revealed a pleural effusion which required a chest tube. The patient was followed a few weeks later and the effusion was resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's lung was punctured during the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.